Manufacturer narrative:
Calibration alarms were present on date of event but resolved with recalibrations. Qc was acceptable. The specific cause of the event could not be determined, however, the investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The field service engineer cleaned the ise sample probe, sipper line, and made a minor adjustment to the dilution nozzle. Ise checks, calibration, quality control, and precision tests were performed with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of questionable ise indirect na+ for gen.2 results for 4 patient samples on a cobas 8000 cobas ise module analyzer. One of the patient's also had a questionable chloride result. "Patient (B)(6)": the initial sodium result was 130 mmol/l and the repeat result was 140 mmol/l. The initial chloride result was 97 mmol/l and the repeat result was 107 mmol/l. "Patient (B)(6)": the initial sodium result was 125 mmol/l and the repeat result was 132 mmol/l. "Patient (B)(6)": the initial sodium result was 126 mmol/l and the repeat result was 133 mmol/l. "Patient (B)(6)": the initial sodium result was 123 mmol/l and the repeat result was 132 mmol/l. The repeat results were believed to be correct. The initial results were reported outside the laboratory. The electrode lot numbers and expiration dates were asked for but not provided.